Manufacturer narrative:
The lot number for all the four reported malfunctions was provided, therefore lot history reviews were performed. The devices were not returned to the manufacturer for evaluation; however medical records were provided and reviewed for all the four malfunctions. The investigation for the four reported malfunctions are confirmed for tilt and perforation. Based on the available information, the definitive root cause is unknown. The devices are labeled for single use. (Corporate lot no - gfzf3889).

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model dl900j vena cava filter allegedly experienced perforation and tilt. This information was received from various sources. The four malfunctions involved patients with no consequences. Of the four malfunctions, one male and three females ages were reported ranging from 44 to 77. The weight of one patient was (B)(6) kgs and the remaining patient weights are unknown.